Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive and corrosion found under all key contacts.

Event description:
The patient reported that the keypad is responding intermittently. The patient denies the pump getting wet and denies damage to keypad.